Event description:
This case was reported by a physician on (B)(6) 2011 local reference (B)(4). Upon medical review, this non-serious report has been upgraded to serious based on the reclassification of the event following assessment utilizing the company's new device reporting tree. This case involves a (B)(6) female pt, who was treated with poly-l-lactic acid (sculptra), reconstituted with 7 ml of sterile water and 1 ml local, on (B)(6) 2011 (indication and location of injections unk). A second treatment was administered on (B)(6) 2011 (batch aa0036). On an unk date, this pt developed non-visible early onset nodules in the area of the right nasal labial. The physician injected the nodules with steroid (nos) and made a suggestion to inject the nodule with a local or saline. While injecting, they would try to break-up the nodule with the needle and then have the pt massage the uneven collagen. The outcome of the event is unk. Significant/relevant medical history was not indicated. Relevant concomitant medications were unk. Action taken: unk. Corrective treatment: steroid injection. Outcome - unk.